Event description:
Info received indicates, the bed is drifting down when in the raised position.

Manufacturer narrative:
The technician found the hi/low drive brake was full of grease and grime which caused the bed to drift. The technician cleaned and properly lubricated the drive to repair the bed.